Manufacturer narrative:
Date rec¿d by MFR : 17jul2019, date of report : 24jul2019. The reported sent additional information that the issue is a non complaint and the issue is not linked to this unit. The reported submitted the complaint in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported cannot enter standby mode. It is unknown if there was no patient involvement, no patient harm reported.